Manufacturer narrative:
MFR received date: 25 sep 2019. Additional information has been received that the faulty blower was discarded, so it is not expected to be returned for failure investigation. The patient's information was also received: age: 92 years. Date of birth: (B)(6). Gender: male weight: 228 lbs. Height: 5'10''. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported that the ventilator produced a high blower temperature and patient circuit occluded alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 20sep2019. Date of report: 23sep2019. Although requested, the patient's information was not provided. The customer reported that replacing the blower resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator produced a high blower temperature and patient circuit occluded alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.